Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter: address unavailable. Bd corporate address used. Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder experienced premature retraction issues and low flow.